Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed and not detected on bus. A field service engineer inspected and confirmed that multiple drawers, including half height drawers 2.1 and 2.2 and main full height drawer 5, were off the bus, replaced the faulty drawer and pyxibus module controller boards. Re-taped the remote manager hasp and cleaned the latch switches with grease. Ran hardware test application (hta) tests on half height drawers 2.1/2.2, full height drawer 5, and the remote manager. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was unable to open and not detected on bus. User recovered storage and rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.